Manufacturer narrative:
Reliability analysis inspected 3 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. One of 3 infusion sets failed per spec. Infusion sets found occluded at tubing quick release connection septum side. Remaining 2 of 3 infusion sets failed per inspection due to found infusion sets occluded at tubing p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's daughter reported via phone call that the device alarmed no delivery alarms during prime. Customer mentioned to have problem with the infusion sets. Customer's blood glucose was 269 mg/dl. After troubleshooting, customer was advised the infusion set will be replaced. Customer agreed to return the infusion set for analysis.